Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient called for assistance with inserting the insulin cartridge into her replacement infusion device. She stated that e11 (set not primed) was displayed on the screen. She was instructed how to clear the error and how to perform the change the cartridge procedure. The patient was then assisted with programming the basal rates into the infusion device. The patient's husband then reported that the patient's blood glucose was elevated to 537 mg/dl. When the call was ended, the patient's infusion device was programmed and in the run mode. Upon follow up on four days later, the patient stated that her blood glucose was "okay". Her normal blood glucose range is 100-120 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.